Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed significant troubleshooting but was unable to determine a single definitive likely cause for the falsely decreased total bilirubin results. Therefore, the architect c8000 processing module, serial number (B)(6)was considered the likely cause of the issue. An instrument service history review for (B)(6)revealed no additional service ticket associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the architect system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module for serial number (B)(6)was identified.

Event description:
The customer observed falsely decreased total bilirubin results generated on the architect c8000 processing module on multiple patient samples. The results were normal and corresponded to the patient's history when repeated on another instrument. The following data was provided: customer¿s normal range: 0.2 to 1.5 mg/dl initial result = < 0.1 mg/dl; repeat result (on another instrument) = 0.2 or 0.3 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased total bilirubin results generated on the architect c8000 processing module on multiple patient samples. The results were normal and corresponded to the patient's history when repeated on another instrument. The following data was provided: customer¿s normal range: 0.2 to 1.5 mg/dl initial result = < 0.1 mg/dl; repeat result (on another instrument) = 0.2 or 0.3 mg/dl no impact to patient management was reported.